Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer in (B)(6) of patient made mistake/ touch contamination and peritonitis a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient made mistake/ touch contamination which caused peritonitis. Treatment was not reported. The patient was recovering from peritonitis and the outcome of patient made mistake/ touch contamination was not reported. Dianeal therapy was ongoing. Concomitant medications were not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: 10h23h25 and 10g15h25 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the user error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.